Event description:
It was reported patient underwent femur trauma procedure (B)(6), 2011. Subsequently, revision procedure performed (B)(6), 2012 due to patient fall resulting in plate fracture.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.